Event description:
It was reported that during a unk procedure, the stopcock on the device was broken. A new device of the same product code was used to complete the procedure. No patient consequence reported.